Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in arteriovenous fistula in the moderately tortuous and moderately calcified vein. A 6.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. The balloon was inflated twice at 6 and 8 atmospheres for 30 seconds respectively. However, on the third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and patient condition was good.